Manufacturer narrative:
Pump was received with stuck on flashing medtronic logo on the display. Unable to verify no delivery alarm/insulin flow blocked alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to stuck on flashing medtronic logo on the display. Unable to download pump traces and history file using thus due to stuck on flashing medtronic logo on the display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo on the display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no stuck on flashing medtronic logo on the display noted. A working test pcba 2 was re-used with the original pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no stuck on flashing medtronic logo on the display noted. Stuck on flashing medtronic logo on the display was confirmed, suspected on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify no delivery alarm/insulin flow blocked alarm, perform the required testing, download pump traces and history file using thus due to stuck on flashing medtronic logo on the display. Stuck on flashing medtronic logo on the display was confirmed, suspected on the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1780kpk, mmt-242a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue to use the device. No product return is required for mmt-332a. No product return is required for mmt-1780kpk. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.